Manufacturer narrative:
This event has been determined to be supplemental information and was reported under manufacturer reference number #2916596-2018-02277.

Event description:
Additional information was received that the reported clamshell was a previous distal end driveline repair.

Event description:
It was reported that the patient had a clamshell repair on their driveline.

Manufacturer narrative:
Section b3: event date has been estimated. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.